Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument involved with this complaint. The instrument was also returned with a green stapler 45 reload (part 48445g-03; lot m12161026-0066). However, it is unknown if the returned green stapler 45 reload was actually involved with the alleged malformed staples found during the reported da vinci-assisted surgical procedure. The stapler 45 instrument and green stapler 45 reload were evaluated. Upon further review of the system logs, the stapler 45 instrument had a single clamping failure. The incomplete clamp was at 88% and the next clamp attempt was successful. The instrument was placed on an in-house system and passed initialization. The instrument clamped and fired as well using a green stapler 45 reload. The stapler 45 instrument fired successfully with all staples observed in a b-shapes formation. The anvil pockets did not exhibit any obvious damage that would contribute to malformed staples. The customer reported failure mode was not replicated with the evaluation of the instrument. No trouble was found with the evaluation of the returned stapler 45 instrument and green stapler 45 reload. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff identified malformed staples where green stapler 45 reloads were used. As a result of the malformed staples and a concern of a possible anastomotic leak, the surgeon made the decision to convert the da vinci-assisted surgical procedure to open surgery in order to re-do the anastomosis. The surgical procedure was reportedly prolonged and the patient received additional anesthesia. However, at this time, the root cause of the alleged malformed staples I s unknown. The stapler 45 instrument involved with the reported event was evaluated and no trouble was found.

Manufacturer narrative:
Isi has not received the green stapler 45 reloads or stapler instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. In addition, the root cause of the reported anastomotic leak is unknown. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff identified malformed staples where green stapler 45 reloads were used. As a result of the malformed staples and a concern of a possible anastomotic leak, the surgeon made the decision to convert the da vinci-assisted surgical procedure to open surgery in order to re-do the anastomosis. The surgical procedure was reportedly prolonged and the patient received additional anesthesia. However, at this time, the root cause of the alleged malformed staples is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the patient experienced an anastomotic leak. According to the site, the patient's bowel was divided with the stapler 45 instrument and without any problems. After an anastomosis was completed using an unspecified 3rd-party circular stapler, the surgical staff inspected the anastomosis and allegedly noticed malformed staples where a stapler 45 instrument was used. The surgeon had reportedly used three green stapler 45 reloads during the surgical procedure. After identifying the malformed staples, the surgeon made the decision to re-do the anastomosis via open surgery. The surgeon was concerned that due to the malformed staples, a part of the staple line outside/lateral to the anastomosis would end up with a leak. On (B)(6) 2017, intuitive surgical, inc. (Isi) received the following information from the isi clinical sales representative: due to the conversion to open surgery and the need to re-do the anastomosis, the surgical procedure was reportedly prolonged and the patient received additional anesthesia. Two days post-operatively, the patient underwent an additional unspecified surgical procedure for ischemia. The cause and source of the ischemia was not provided. No leakage was reported. No further clinical information was provided.